Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 12/30/2014. Device evaluation: the device has been returned and evaluated by product analysis on 12/08/2014 with the following findings: the black box showed six unusual call service 054 alarms on the reported failure date. The call service 054 alarms were recorded right after replace battery alarms and no pump reboot was observed in-between the two alarms. The pump powered up with no issues. An ezprime sequence and 24hr duration test were successfully completed with no call service alarms being duplicated during testing. There was no internal moisture ingress found inside the pump. There were no defects found to the internal components of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there were multiple call service 054 alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.